Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a damaged drive support cap. The customer¿s blood glucose was 200 mg/dl at the time of incident. Customer stated that the insulin pump fell and the drive support cap has been damaged. Customer also reported that the insulin pump act button was unresponsive and unable to rewind. Customer had a failed battery test alarm and no troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
All buttons did not respond due to corroded keypad traces. The insulin pump passed idle current test. We were unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery out limit alarm due to button keypad anomaly. The insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker. The drive support was inspected, and no anomaly was noted.